Event description:
It was reported bacteremia occurred. The implantable pulse generator (ipg) system was explanted and replaced. No further patient com plications have been reported as a result of this event.